Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the power button has been torn off and is missing. In addition, the alarm powers on but the alarm sound is intermittent when pressure is off the sensor pad. Unit cannot be powered off with the power button and none of the control buttons work. The moisture indicator label is missing and the low battery led lens had been pushed into the case and there is a gap in the case where the two sides meet. (B)(4).

Event description:
Customer reported the power button is missing on the alarm. The customer did not provide a date when this was discovered. No pt incident or injury was reported.